Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010, inratio: 3.0, lab: ng. Date: (B)(6) 2010, inratio: ng, lab: 2.9. Date: (B)(6)2010, inratio: 3.7, lab: ng.

Manufacturer narrative:
Investigation pending.